Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a trauma one blade broke during a subluxation of the mandible. It is reported that another available blade was used to complete the procedure. It is reported that there was no delay over thirty minutes and all parts were retrieved from the patient.

Manufacturer narrative:
The returned blade was evaluated for the complaint that it broke during a procedure. The blade was visually evaluated and found to have moderate wear including minor scratches near the base where it interacts with the driver handle and a fractured tip; therefore the complaint is confirmed. There are no indications of manufacturing defects. The most likely underlying cause of the complaint was excessive force.